Event description:
The treating vns physician reported that the patient's device has not been checked since hospitalization. The increased seizures began in may 2014. Per the physician's assessment, the increased seizures which was still below pre-vns seizure frequency level were not related to vns therapy.

Event description:
It was reported that the patient was in the hospital and was declining fast with an increase in seizures. It is unknown if the seizures are an increase above the patient's pre-vns baseline level. Attempts to obtain additional relevant information have been unsuccessful to date.